Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. Struts along the mid-section were in a lifted state. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 19jan2021. It was reported that the device could not cross the lesion occurred. The 80% stenosed target lesion was located in the middle and distal end of the left anterior descending artery. A 3.00 x 38 mm synergy stent was advanced after balloon pre-dilatation, however, after several attempts it could not cross after reaching the proximal end. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.